Manufacturer narrative:
The investigation of optical signal issue has been completed. No product was returned for evaluation. Data logs were reviewed and lt log of case showed sudden increase in placement signal out of range, with optical 5s parameters consistent with oscillating contrast. Clinical details noted that a sudden placement signal not reliable (psnr) alarm was triggered and no abnormalities with patient were noted as clinical team was in the room and monitoring the patient when it occurred. Upon review of returned data logs, it is apparent that the console is the potential cause of the issue. The root cause of the optical signal issue could not be definitively determined as no product was returned for evaluation.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that a placement signal on an impella cp pump became unreliable during patient support. The placement monitoring was disabled in response to the noted issue and support was continued uninterrupted. Two days later, the patient was made palliative care by their family and passed away on support. There is not enough evidence to exclude the impella as an associated factor in the patient's outcome.